Event description:
It was reported that the patient underwent a gynecological procedure on 09/25/2007 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that post implantation the patient experienced bladder and yeast infections, pain, abdominal pain and dyspareunia. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 07/29/2016.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, frequency and hematuria. It was reported that patient underwent autologous pubovaginal sling on (B)(6) 2012 by dr. (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.